Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2026. Block h6: imdrf device code a050502 captures the reportable event of device misfired.

Event description:
It was reported to boston scientific corporation that the capio slim was used on an anterior posterior repair, sacrospinous ligament fixation, and cystoscopy with bulking agent procedure. During the procedure, the device misfired. There were no patient complications reported.